Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high/low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. The customer did not experience symptoms but was ¿feeling low¿ and self-treated with toast and sweet treats. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.